Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that her one touch ultra 2 meter was not turning on. The medical affairs specialist is classifying the complaint based on the available information, as the patient could not be contacted by phone to obtain additional information. According to the patient, the reported issue started on the day before in the morning. The patient reported of taking increased dose of her diabetes medication, avandament sometime that day. She normally takes two tablets of avandamet everyday, but she took three tablets of avandamet that day. She denied experiencing any symptoms of hypoglycemia of hyperglycemia due to the reported issue. She reported of receiving assistance from the health care practioner on original date. She was tested for her blood glucose at the doctor's office and had received a reading of above 500 mg/dl. It would have been helpful to verify the following information: her testing frequency and diabetes medication regimen, when did she take increased dose of avandamet, did she go to her physician for routine visit or emergency, was she experiencing any symptoms when she had received a reading of above 500 mg/dl at the hospital, what was the diagnosis, what kind of treatment was provided to her, etc. The customer service agent (csa) verified that there was no misuse of the product, the meter was not downloaded prior to testing, and the patient was using correct test strips. The issue was resolved during troubleshooting. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient claimed of not being able to power on the reported meter and later, received a reading of over 500 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the suspect products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.